Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument associated with this complaint and completed its investigation. Failure analysis found the primary failure of broken grip tips to be related to customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.6675" x 0.2115" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log for cadiere forceps was (part 471049-07/n10200803 0052) associated with this event has been performed. Per logs, the cadiere forceps was last used on (B)(6) 2022 on system sk3745 with 4 lives remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank field in section e4 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, that the cadiere forceps instrument tip broke off. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the tip broke during cleaning with no fragment falling the patient. No patient demographic information was provided.